Manufacturer narrative:
The reported event could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
The ultimum ev hemostasis introducer was used but when the device was removed, the patient experienced excessive bleeding that resulted in death. Initial femoral access was made using the portico solo 20. Then the portico 27mm valve successfully loaded into the prt-ds-tf-19f delivery system. There was difficulty moving the delivery system through the portico solo 20 and the delivery system could not pass through the introducer. The ultimum ev hemostasis introducer replaced the portico solo 20 device and the loading system successfully passed through the introducer. The valve was deployed and the delivery system was removed. The valve was seated -1mm on the non-coronary side and 2-3mm on the left coronary. The patient¿s blood pressure was initially high but then stabilized. Upon removal of the ultimum ev hemostasis introducer, the patient began to bleed at such a rate that the vascular surgeon was called for. Several balloon inflations were made to try and stabilize the bleeding. Due to the amount of bleeding from the iliac site, the balloon inflations and vascular surgical intervention was unsuccessful and the patient was declared deceased. The doctor noted that the cause of the vessel bleed was likely from the removal of the introducer and the device catching on the vessel wall.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138.